Event description:
The tyco covidien autosuture dst series eea orvil 25mm disconnected from the tubing during manipulation after insertion into the patient's oral cavity during the procedure. The anvil was retrieved and another one was used without further incident. There has been no response at this time from the manufacturer regarding this failure.